Event description:
Healthcare professional (hcp) reports 8 incidents of clotted dialyzers noted between 20 minutes into treatment until end of session on 6 pts. The arterial and venous pressures were often noted to be elevated prior to this event as well as the trans-membrane pressure. The customer reports the arterial and venous drip chambers were noted to have clots as well. All patients had access issues allowing the blood flow rates of 200-300 ml/minute. The customer reports new disposables were used to continue the treatments without incident. No medical intervention required or injury reported.